Event description:
The patient presented into the emergency room due to dizziness. Upon investigation, an increase in the capture threshold resulting in a loss of capture was observed on the leadless pacemaker (lp) and the patient was pacemaker dependent. The lp was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.